Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was due to a defective load cells. The cracked cover and defective load cells were likely attributed to mishandling such as a drop. Visual inspection revealed a crack top cover and load plate cover defected with the hole that affects the watertight seal. The observed physical damages were appeared to be the characteristics of user mishandling such as a drop. In addition, one of the top's cover wire strand was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The root cause of the cut wire was due to user mishandling. The damaged parts were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed load cell characterization test due to defective load cells. The load cells were replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the observed issue and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.